Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent a filter retrieval procedure in which the cloversnare 4-loop vascular retriever, g53008, was used. The 4-loop snare completely disconnected from delivery system (B)(4). The physician will leave the filter in. The feet/legs were embedded in the caval wall. The filter was not retrievable (this complaint). The patient is ok and no extra procedures was needed.